Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 2 cfu comprised of the following 2 isolates: positive cocci staphylococcus warneri, positive cocci, micrococcus luteus. The duodenoscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: distal cap - fixed type pass seal integrity inspection, passed dry/wet leak tests, operation channel - primary mild resistance.

Event description:
After completion of all inspection and repairs, the duodenoscope was shipped back to the customer on 03/08/2018 under the reference delivery number (B)(4). On 05/16/2018, a device history review was performed confirming the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax model ed-3490tk/serial (B)(4) has been routinely serviced by a pentax facility since the device was shipped to the customer on 12/13/2012. Corrective action (B)(4), was initiated on 04/10/2018 for a sampling and culturing study trend and is still in the investigation process. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036). Evaluations codes: results codes: wear problem FDA 140. Conclusion codes: device repaired and returned FDA 63.